Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, during right total knee arthroplasty on this (B)(6) y/o male patient, the femoral inserter was damaged while cementing the femoral component upon impaction of the femoral component. The hard liner was damaged and a piece of the liner broke off and flew across the room away from the sterile field. No harm was done to the patient and there was no significant delay in surgery. Patient was last known to be in stable condition following the event. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g7, h2, h3 and h6 have been updated accordingly. (H3) the evaluation noted that revision reported was likely the result of material degradation associated with years of normal use and subsequent sterilization cycles. The most probable root cause associated with the reported event of " broken / non-functional" is associated with small pieces of the device breaking off unexpectedly.